Event description:
It was reported that the ventilators accept button was not responding when trying to get into diagnostic mode or accepting setting changes. There was no patient involvement. The customer troubleshot with technical support and was advised to remove the accept button cover and tried depressing the switch directly, no change. The customer was advised to replace the switch board. Upon a follow up the customer reported that the user interface (ui) was opened up and found that the switch board to ui board cable was not secured. The customer secured the cable and the accept button was operating. The customer will perform performance verification test and will call back if any other issue is found.